Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The customer stated 3 minutes while charging the battery gauge goes back up to 100 % battery life. In addition, it was reported that the pump fill estimate was noted to be inaccurate. Reportedly, the customer had loaded the cartridge with 300u and a day later the insulin gauge read 0u. The customer stated to have reloaded the same cartridge and resumed insulin therapy. The customer was educated to not reload used cartridges. The customers blood glucose (bg) level was impacted (526 mg/dl) the customer took a manual injection to stabilize bg level. It was indicated that the customer would continue to use the pump until a replacement arrives and has manual injections available as alternate insulin therapy.